Event description:
Customer reported that there is no ac power light and no charge light. No reported pt involvement. Service representative was able to duplicate reported condition. Customer declined repair. Unit not repaired.